Event description:
Patient reported that there was an adverse effect, higher order aberrations, which caused halos and glare after having a lasik procedure involving a visx s4 machine. Patient cannot drive at night. Patient filed a medwatch report on 5/16/2024 with the FDA. Patient has gone back to her original surgeon and was told the condition would get better, which has not. Patient has tried eye drops, but those have not worked. Patient saw a new ophthalmologist who prescribed brimonidine 0.2% 1-2 drops in each eye. The thought behind the eye drops was that maybe the pupil size was causing the night vision complications (starbursts/halos/glare). However, they didn¿t end up working for patient as the eye drops didn¿t shrink the pupil size, nor did they improve night vision. Patient's ophthalmologist also discussed potentially trying pilocarpine eye drops in order to shrink the pupil size, but patient is a pharmacist and was concerned about the risk of retinal detachment so opted not to try pilocarpine. No additional information was provided.

Manufacturer narrative:
Additional info: (B)(6). The device was not evaluated therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Correction: section a2 age at time of the event: in the initial report the age at time of the event was submitted as 28 years old however, the age is 26 years old. Section h4 device manufacture date: in initial report, the manufacturer date provided was inadvertently reported as jul 30, 2005, however the correct date is apr 30, 2000. Additional information: on june 14, 2024, received mw5155152 medwatch form from FDA that patient submitted. The new information that was not submitted in the initial report was that patient is forced to have a topography guided photorefractive keratectomy (prk) in order to attempt to fix these complications. Section d10 concomitant medical products and therapy dates: adderall xr 20 mg, fish oil, levothyroxine 112 mcg, prenatal vitamin, preservision areds, vitamin c, vitamin d. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.